Event description:
The hcp reported that the patient developed "viral gastritis" 1-2 days after pump refill. The pump was refilled in 2005 wiht morphine 60 mg/cc, rate of 13 mg/day. No change in concentration or rate; no bolus at refill. Symptoms persisted; patient re-called into office the following month for removal of drug and refill. No troubleshooting performed. "Pump ok." No further symptoms reported to the hcp as of this date.